Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v430990, implanted: (B)(6) 2010, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient went to the emergency room due to severe headache. The patient was later discharged and was doing fine.

Event description:
It was reported post-operative, the patient bean having excruciating pain in head. The patient was hospitalized as a result of the event. The anesthesiologist and the healthcare staff worked with the patient and provided some medications. However, the patient was not getting better. They rushed the patient to the emergency room.

Manufacturer narrative:
(B)(4).